Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got no delivery alarm. The customer's blood glucose was 43 mg/dl in the morning and yesterday it was 500 mg/dl. Customer was able to remove set and insulin did not exit. The product was not returned for analysis.